Event description:
The male pt received a 3.0 x 23mm bx sonic stent in the mid rca. The email received for the gissoc ii study indicated that at the 8 month follow-up, angiography showed 95% restenosis in the target lesion. A re-ptca has been performed with the implantation of one drug-eluting stent.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.